Event description:
During a coil embolization procedure, the deltapaq cerecyte microcoil 2 mm x 2 cm ((B)(4)) didn't seem to have the shape it should have. It is a deltapaq and it seems to be a helipaq. After the event, another device was used to complete the procedure. The single-use device was not reprocessed nor reused on the patient. The product was stored per labeling instructions, and the product will be returned for analysis.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The determination regarding the shape of the coil was made when the physician saw the way the coil goes out of the microcatheter and behaves into the aneurysm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the deltapaq cerecyte microcoil 2 mm x 2 cm (cdf10020230/g15885) didn´t seemed to have the shape it should have. It is a deltapaq and it seems to be a helipaq. The determination regarding the shape of the coil was made when the physician saw the way the coil exits out of the microcatheter and behaves in the aneurysm. It's based on their experience with this coils, they've being using them for a long time. After the event, the device was removed and another device was used to complete the procedure. There was no adverse event associated with the event. The single-use device was not reprocessed nor reused on the patient. The product was stored per labeling instructions, and the product will be returned for analysis. The coil was returned severely damaged. The coil was found unsheathed and stuck inside the pouch upon receipt. It cannot be determined how and where the coil received this damage due to how the coil was packaged for return. The v notch of the resheathing tool was severely fractured. The sheath was retracted straight back instead of up at an angle and then back. This caused the locking mechanism to catch the v notch and become embedded inside the fracture. This produced a binding action between the device positioning unit (dpu) and the sheath. This binding action may have caused severe damage to the coil. If the coil was damaged prior to observing the coil leaving the microcatheter or before advancement into the aneurysm, then this may have been a contributing factor the root cause of the coil not retaining its proper shape and may have prevented coiling into the aneurysm as the delta wind should have. However, the exact circumstances and timing of the coil damage cannot be determined. In addition, without the identification or the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It is possible that procedural factors contributing to coil damage may have be the cause of the reported event; however, no definitive conclusion regarding root cause can be made. There is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken.